Manufacturer narrative:
Additional information: nine days following pci and surgery the patient had a heart attack followed by cardiac arrest. The patient was in hospital for four weeks and is still recovering. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a minimally calcified, non tortuous lesion in the left circumflex (lcx) with a 90% tortuous bend into the left circumflex from the left main stem (lms) and 90% stenosis in the left circumflex. The device was inspected with no issues. Negative prep was performed. The lesion was pre dilated. Resistance was encountered when advancing into lcx from lms due to 90% angulation but there was no problem crossing the lesion itself. Excessive force was not used during delivery. It is reported that the catheter shaft broke at the balloon during retrieval of stent balloon following stenting. The balloon was surgically removed from the patient. No additional injury reported.

Manufacturer narrative:
Device evaluation summary: the delivery system returned with a detachment on the distal shaft 4.7cm proximal to the distal tip. The inner and outer member material was oval and jagged at the detachment site. Kinks were evident on the distal shaft proximal to the detachment site. There was no other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.